Event description:
A report was received that during the trial procedure the physician connected one of the leads to the splitter and the insulation between contacts 4 and 5 appeared to be broken. Contact 4 exhibited high impedances but the physician decided to continue with the lead.

Event description:
A report was received that during the trial procedure the physician connected one of the leads to the splitter and the insulation between contacts 4 and 5 appeared to be broken. Contact 4 exhibited high impedances but the physician decided to continue with the lead.

Manufacturer narrative:
Additional information was received that the trial leads were explanted and discarded.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-70, (B)(4), (B)(4), and (B)(4), model description: linear 3-6 lead 70cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.